Manufacturer narrative:
Company comment: the serious expected event of granuloma skin was considered possibly related to the treatment. Seriousness criteria includes the need for surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a physician, which refers to an adult white female patient. The case was published on a social media. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra to face (unknown amount, lot number, injection technique and needle type). After treatment, the patient had experienced granuloma (granuloma skin) to the left cheek caused by sculptra injection. The hcp had performed facial surgery to remove the granuloma. Outcome at the time of the report: granuloma was unknown.